Event description:
It was reported that (1) device was used during a laparoscopic donor nephrectomy. It was reported by the rep that the tr35w was fired across the renal artery. The cartridge jammed and did not staple, resulting in a 1.5 liter blood loss. The hosp will not release the cartridge.